Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The biomed called to report a spectrum pump displayed multiple air in line error (30 times in last month per the device event history log as reported by the biomed). There was no patient injury or medical intervention.

Manufacturer narrative:
Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, air in line alarms, which were not reproduced but confirmed through a review of the event history log. Evaluation found continuity across the crystals and a failed upstream sensor. The upstream sensor was replaced to correct this condition. The date of the event in the initial manufacture report is incorrect. It was updated to 11/01/2016.